Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance and got hospitalized due to low blood glucose on (B)(6) 2018 with blood glucose of 40 mg/dl at the time of the incident. The customer was feeling cold and had a fever. The customer was not wearing the insulin pump during the incident, within less than 48 hours. Troubleshooting was not completed as the customer lost their pump. The customer is a brittle diabetic who can go from 60 mg/dl to 300 mg/dl in the same day. The customer also had chest congestion and inflamed lungs. The customer had been off the pump less than 48 hours during the incident. The customer had another low event on (B)(6) 2018 when they got paramedics assistance with lows of about 40 mg/dl. On (B)(6) 2018 the customer got emergency medical assistance with blood glucose of 700 mg/dl at the time of the incident. The customer was using an older pump as they lost their newest pump. The insulin pump will not be returned for analysis.